Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the harvester noticed the tip of the vasoview hemopro 2 was broken prior to use. A replacement device was used to complete the procedure. No patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. No blood was observed on the device. A visual inspection determined that the silicone insulation on the coiled jaw was peeled and detached at the tip. No other non conformance was observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was not confirmed for "break jaw (peeled)." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the harvester noticed the tip of the vasoview hemopro 2 was broken prior to use. A replacement device was used to complete the procedure. No patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. No blood was observed on the device. A visual inspection determined that the silicone insulation on the coiled jaw was peeled and detached at the tip. No other non conformance was observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for "break jaw (peeled)." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the harvester noticed the tip of the vasoview hemopro 2 was broken prior to use. A replacement device was used to complete the procedure. No patient effects.